Event description:
It was reported that the customer kept receiving unexpected restart and external ram error alarms. Customer's blood glucose level was 14 mmol/l. Insulin pump will need to be exchanged. Customer was advised to go to the clinic this morning. No further assistance required.

Manufacturer narrative:
Findings: a21 alarm afer battery change due to faculty c13/ib. Pump passed selftest. No a17 alarm noted. Pump received with cracked display window corner, reservoir tube, reservoir tube lip, minor scratched display window and missing end capsticker.